Event description:
A cuffed tracheal tube was surgically inserted into the pt, an 86-yr-old female, during the morning hrs of 3/22/94. Pt was then transferred to ccu/ICU. During routine pt care at 1630 hrs later that day, pt was turned to right side for linen change, then turned to left side whereupon it was noted that pt was not breathing. Tracheal tube observed not to be flush with neck. Pt expired. Upon visual examination of tracheal tube, it appeared to be in proper working order. Pt received 2 craniotomies prior to 3/22, one 3/13/94 and one 3/15/94.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: telemetry failure, none or unknown. Conclusion: no failure detected and product within specification. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.